Event description:
It was reported that the health care professional (hcp) was concerned that the right ventricular (rv) lead undersensed signals when the patient was experiencing a true arrhythmia. The cardiac resynchronization therapy defibrillator (crt-d) appropriately delivered anti-tachycardia pacing (atp) therapy. Technical services (ts) reviewed the reports and noted that it could not be confirmed if the lead had undersensed the r-waves as there was very fine signals and ventricular tachycardia (vt) and ventricular fibrillation (vf) markers. Ts provided troubleshooting actions and programming options. The lead remains in use. No adverse patient effects were reported.